Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) for evaluation. A visual inspection of the swg revealed a bend and multiple kinks in the swg body. The j-bend tip was also deformed. Microscopic examination of the guide wire confirmed the kinks and bend. Both welds were present and were observed to be full and spherical. The bend and kinks in the swg were located approximately 1.5, 11.9, and 12.5 cm from the distal end of the swg, respectively. The swg length measured 265 mm, which does not meet the specification. The swg outer diameter measured .463 mm, which also does not met specification. A manual tug test confirmed that the distal and proximal welds were both intact. The current instructions-for-use (IFU) provided with kit ak-16553 describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. (Con't) other remarks: if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of a kinked guide wire was confirmed through examination of the returned complaint sample. There were multiple kinks and a bend in the swg body. However, the guide wire that was returned did not dimensionally match the guide wire in the reported kit. Therefore, it appears the customer either reported an incorrect material# or the incorrect sample was sent to teleflex. Based on these discrepancies, a probable cause for the reported issue could not be determined.

Event description:
The customer reports that the wire broke upon removal.